Event description:
It was reported that the pt made a gasping noise and became unresponsive with labored respirations. Blood was noted on the clothing and chair. Venous bloodline separation from catheter noted. The pt was placed in trendelenburg position, the line was reattached, and 500cc normal saline solution was infused rapidly. No response - weak pulse. CPR was initiated and continued until emergency service arrived. The pt was transported to the hosp ER via ambulance where pt later expired.